Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported 'powered off during infusion' which were verified through a review of the event history log by the presence of 'improper shutdown!' Messages but it was not reproduced during service. No battery or power cord with pump was returned with the device. Evaluation did not reveal a device malfunction related to the failure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump powered off during infusion at the biomed service department. There was no patient involvement. No additional information is available.